Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 6 cm in diameter abdominal aortic aneurysm. There was a 4.2 cm × 6.5 cm (B)(4). The aortic neck was 20.5-21 mm in diameter and 25 mm long. The renal arteries to the distal aorta were short at about 8 cm. There was also a 4.2 cm × 6.5 cm right common iliac artery. The left common iliac was 11.5-18.5 mm in diameter. The right common iliac artery aneurysm and aaa were identified on three months prior to the index procedure, while the patient was being examined for melena. An endurant bifurcated stent graft was implanted via the right side, and a 16x24x82 contralateral limb and 16x24x82 contralateral extension limb were deployed via the left side. After deployment of the stent grafts, ballooning was performed with another manufacturer's balloon catheter; then, a rupture of the right common iliac artery aneurysm was confirmed on the angiogram. A 10x10x70 main body excluder from another manufacturer was deployed at the external iliac artery. As bleeding was still confirmed, a 12x16x20 excluder stent graft from another manufacturer was deployed. It was confirmed that the bleeding stopped. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (vessel truama), caused by another drug/device (balloon caused perforation to the vessel). Evaluation, conclusion: another device caused failure (balloon caused perforation to the vessel) medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report.